Event description:
During patient repositioning, the foley catheter became disconnected from the drainage bag. The foley catheter and drainage bag were removed and replaced.

Manufacturer narrative:
During patient repositioning, the foley catheter became disconnected from the drainage bag. The foley catheter and drainage bag were removed and replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.